Event description:
A report was rec'd from the affiliate indicated that in 2005, a 3.0 x 33 mm cypher stent was implanted at the distal rca to treat the restenosis of a nir bare metal stent. The procedure details were all unk. Approx three yrs later, the pt developed bradycardia, which lead to cardiac arrest. Cardiac massage was conducted and the condition of the pt recovered once, but soon after, the pt developed sinus brady. To treat the sinus brady, a coronary angiogram was performed. There were stenosis observed at the proximal rca (50%), mid rca (75%), distal rca (99%), atrioventricular branch (75%), posterior descending (100%) and mid lad (100%). The physician speculated the probable cause of the cardiac arrest was the restenosis at the distal end of the cypher at the distal rca. Poba was conducted with a balloon to treat the restenosis of the cypher implant at the distal rca. The residual % of the stenosis was 50.75%. Timi flow pre and post procedure was I and iii after the procedure. The other stenosis was not treated. There was no thrombus observed. Physician's comment: the probable cause of the cardiac arrest was the restenosis of the cypher implanted at distal rca. The nir stent had restenosed and the stenosis was occurring at different places of the peripheral vessel, so the cypher's restenosis is due to the pt's demographics.

Event description:
Additional information was received that indicated that approximately four years and four months after the index procedure, the patient visited the hospital for follow up. Because the patient did not show any cardiac symptoms, only a medical inquiry was conducted. Approximately 7 months later, the patient complained of chest pain at home and was brought by ambulance to another hospital. The patient went into cardiac arrest and deceased. The cause of the death was unknown because the patient was treated at another hospital. There will be no further information available. The physician indicated that the cause of death was unknown because the patient was treated at another hospital.

Manufacturer narrative:
The prod remains implanted in the pt thus not available for eval. A device history record review was performed and showed that this lot of prods met all requirements per applicable mfg qual plan. Please note: device is distributed outside the untied states. However, it is similar to the united states prod. Any add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
A report received from an affiliate indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's history is significant for angina pectoris, myocardial infarction, prior pci, hypertension, peripheral vascular disease, cerebrovascular disease, diabetes, gastric ulcer and migraine headaches. Initially an nir bare metal stent (bms) was implanted in a restenosed lesion in the distal right coronary artery (rca). The procedural details are not known. Approximately six years later, a 3.0mm x 33mm cypher stent was implanted in the distal rca to treat a restenosis of the bms. The procedural details for this event are unknown. The following month a 3.0mm x 23mm cypher was implanted in the first diagonal branch (dx1), after being pre-dilated with a 3.0mm x 20mm balloon. The stent was deployed at 18atms which is above the rated burst of 16 atm in the instructions for use. The stent was not post-dilated and the procedure was completed successfully. Three years later, the patient was hospitalized for kidney failure due to the heart failure. A month later, the patient developed bradycardia leading into cardiac arrest. Cardiac massage was performed and the patient temporarily recovered, quickly becoming bradycardic again. Angiography was performed revealing stenosis at proximal rca (50%), mid rca (75%), distal rca (99%), arterial ventricular branch (75%), the posterior descending branch (100%) and mid left anterior descending (lad) (100%). The restenosis in the distal rca was treated with poba leaving the residual percent of stenosis at 50.75%. The other lesions were not treated and thrombus was not observed. The physician commented that the probable cause of the cardiac arrest was the restenosis of the cypher implanted at the distal rca. The nir stent had restenosed (previously) and the stenosis was occurring at different places of the peripheral vessel, so the cypher restenosis is due to the patient's demographics. Additional information was received that indicated that approximately four years and four months after the index procedure, the patient visited the hospital for follow up. Because the patient did not show any cardiac symptoms, only a medical inquiry was conducted. Approximately 7 months later, the patient complained of chest pain at home and was brought by ambulance to another hospital. The patient went into cardiac arrest and died. The cause of the death was unknown because the patient was treated at another hospital. There will be no further information available. The physician indicated that the cause of death was unknown because the patient was treated at another hospital. (B) (4): the product was not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot i0105049 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information was requested to the coating site for death. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process, and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In addition, patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. The safety and effectiveness of this product has not been established in restenosed lesions. Patient and procedural factors may have contributed to the event. Based on the lack of information available regarding the patient's death, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, the patient's serious medical history and the progression of existing coronary artery disease put her at an increased risk for mace. With review of the available information, there is no indication that the events are related to the device manufacturing process; therefore, no corrective actions will be taken.